Event description:
Customer reported blood glucose results of hi, which on the inform system indicates a result in excess of 600 mg/dl, and hi again on inform system 1 and 113 mg/dl within 10 minutes on inform system 2. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. Strips not available for return, replacement system sent.

Manufacturer narrative:
This medwatch is for inform system 1. Please see medwatch for report on inform system 2.